Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding its charge. Contact was aware that the pump battery depleted and successfully charged the pump. Blood glucose was 280 mg/dl. The customer declined tandem technical support's offer to troubleshoot.